Manufacturer narrative:
(B)(4).

Event description:
Patient experienced more seizures and was admitted to the ER. Patient's vns output current was increased from 1.75 ma to 2.0 ma and magnet output current from 2.0 ma to 2.25ma. The patient's diagnostic test result was within normal limits and the patient is stabilized. The physician is not sure if the increase in seizures is related to vns or behavioral. Therefore the patient may be referred for possible veeg.

Event description:
The physician mentioned that the vns was working great and that she had referred patient for veeg to observe the seizures. However, no seizures were recorded when the veeg was performed. Later the patient admitted that she has been having more stress due to other unrelated medical conditions and suspects those to be the cause. The physician does not believe that the vns is related and no interventions are planned.